Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported pump triggered an e8 (power interrupt) error message; is unable to confirm the e8 with the check button. Patient stated there are no health concerns. No adverse event reported. Requested return of the alleged pump for evaluation.